Manufacturer narrative:
Report date: 05aug2021. There was no patient involvement.

Event description:
It was reported to philips that the device will not turn off or on. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
It was reported to philips that the device turns on by itself when plugged into ac power with or without battery connected. The device was evaluated by the customer¿s biomedical engineer with assistance from a philips remote service engineer (rse). The customer¿s bio-med had already tried to replace the power switch overlay, but the issue was not resolved. The rse determined and advised that the user interface assembly needed to be replaced to return the device to working condition. The customer¿s biomedical engineer replaced the user interface assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.